Event description:
It was reported that an attempt was made to insert the iab without using a sheath without success. A sheath was placed and the insertion was retried. Again difficulty was encountered when the iab was passing through the sheath. The iab and sheath were removed and a femoral approach was successful. There were no patient complications.